Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose after surgery. The customer¿s blood glucose level during the incident was 250 mg/dl. The customer reported that their glucometer was reading a blood glucose level of 415 mg/dl. Their current blood glucose level was 321 mg/dl. They had treated with the insulin pump. While troubleshooting for the high blood glucose it was found that they had one air bubble in the reservoir. The product will not be returned for analysis.